Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cypress comm error) was unable to be confirmed. Upon investigation the monitor would not power on. The cause was a damaged j1 battery connector. The damaged j1 battery connector interfered with the connection between the battery and the monitor. The root cause for the damaged j1 connector could not be positively identified, but the damage was likely due to excessive force while inserting the battery pack into the monitor. No adverse event occurred due to the damaged j1 connector. The pt was issued a replacement monitor.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that his device does not always display his name when powered on. The pt was provided with a replacement monitor.